Event description:
Nursing staff noted patency difficulties with an enteral feeding tube several days after insertion. A kub (kidney, ureter, bladder) film revealed a piece approximately two inches long had separated. The tube was removed. The clinicians are waiting for the two inch piece to pass through the patient's gi tract. The device will be released to the manufacturer if they request the device.